Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the dilution probe aspiration pump (dip), the dilution probe discharge pump (dop), the dilution probe wash pump (dcp) l-rings and the dcp check valve. The cse ran calibrations, quality controls and precision testing, all of which were acceptable. The cause of the discordant, falsely low ca_c and na results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low concentrated calcium (ca_c) and sodium (na) results were obtained on one patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca_c and na results.